Event description:
The customer reported that motorized motion is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer and directed the customer in repairing the system over the phone. The system operates as intended.